Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source brightness adjustment does not function. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the reported malfunction occurred because there was abnormality on the lens. However, the device was not returned to olympus, and no further information could be obtained. Thus, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.